Manufacturer narrative:
The customer replaced the user interface pcba and power management pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. It was reported that the defective parts have been discarded.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device turns on and off by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that device will turn itself on and off and is looking for recommendations to fix the issue. Customer states that after about 45 minutes the device will power on and off by itself. The rse informed the customer that the manufacturer recommends: 1. Replace the ui pcba. 2. Replace the power switch overlay. 3. Replace the pm pcba. The rse provided parts ID for replacement for a ui printed circuit board assembly (pcba) and power management printed circuit board assembly (pcba) per customer request. The investigation is ongoing.